Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's was receiving battery faults.